Manufacturer narrative:
H6: investigation summary: three photos were provided to our quality team for investigation. Through visual inspection, a large shard of foreign matter observed on the stopper face in the fluid path. Potential root cause for the foreign matter in the fluid path defect is associated with the assembly process. This defect is occurring below an expected rate so no corrective actions will be made at this time. A device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the reported defect. H3 other text : see h10.

Event description:
It was reported that the bd luer-lok¿ tip syringe experienced foreign matter, contaminated. The following information was provided by the initial reporter, translated from german to english: enclosed are pictures of a 5 ml ll syringe,as you can see, there is a rather large plastic part in the syringe here.

Event description:
It was reported that the bd luer-lok¿ tip syringe experienced foreign matter, contaminated. The following information was provided by the initial reporter, translated from german to english: enclosed are pictures of a 5 ml ll syringe,as you can see, there is a rather large plastic part in the syringe here.

Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.